Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the trailing haptic tore while advancing in the injector. No pt contact.

Manufacturer narrative:
Result: visual inspection of the returned product showed that there was a tear across the optic and a haptic was torn. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.